Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed the hi-pot test and there were pulled cables. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed the pulse lead hi-pot test and the cable connecting ECG-c and ECG-d was pulled from ECG-c. The cause for the test failures was the pulled cable. The root cause for the pulled cable cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this electrode belt did not report any deficiencies.